Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no image due to shortage and kinks on both side of the camera head and connector. In addition, it was noted, the label on rear cover was faded and rear cover packing was peeled. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the 4k autoclavable camera head had no image. It did not communicate when plugged in prior to an unknown diagnostic procedure. The procedure was completed with a similar device without delay there were no reports of patient harm associated with this event.